Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event: unknown - date that lens again rotated was not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 tecnis symfony toric intraocular lens (iol) was implanted on (B)(6) 2016 and the surgery went well. However on (B)(6) 2016 the lens had to be repositioned since it had rotated. On 10/10/2016 abbott medical optics was notified that again the lens rotated and needs to be repositioned. There was no patient injury or trauma to the eye reported. It was also noted no strange things happened during the surgery and when the lens first was implanted it did not seem to be damaged. Attempts to obtain additional information were made however no further information has been received to date. This report will capture the planned second repositioning procedure. A separate MDR will be filed for the initial re-positioning that occurred on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.